Event description:
Reporter indicated that patient underwent vns therapy system replacement surgery due to a break in the lead. It was reported that the lead was believed to be broken because device diagnostic testing yielded high lead impedance result. Both the lead and generator were replaced. The patient's seizure control reportedly worsened just prior to vns therapy system replacement, but has improved back to the level of previous efficacy following replacement surgery. During system replacement surgery, it was noted that the electrode was "found in a very unusual position". The lead wire was "wrapped around the insertion pin of the generator" and "stretched very tight". It was reported that the patient did not manipulate the device through the skin and had not suffered any recent injury or trauma that may have damaged the vns therapy system. At one point, it was reported that the patient underwent vns therapy system replacement surgery because the lead electrodes were initially implanted in an inverted configuration and, although the patient had no complaints with the device, they electively decided to be reimplanted. There was reportedly no mention of inverted electrode placement for the original load in the operative notes from the system replacement surgery. It was also initially reported that review of x-rays indicated that the patient may have manipulated the device through the skin.